Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed that the equipment has the liquid-crystal display (lcd) in very bad condition since being at maximum brightness the screen is barely visible. The customer declined service and repair. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Reporting address postal: 4470-136, reporting institution phone #: 29998300, reporter phone #: +351916379200.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices screen is dim, the liquid-crystal display (lcd) was in very bad condition since being at maximum brightness, the customer could hardly see the screen. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.